Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false negative's occurred. The following information was provided by the initial reporter: we¿ve had some blood bottles from a trial that the researchers expected to be positive but came off negative. Could you please have a look at the growth curves and tell me what you think of them? Also is there any way of knowing how much fluorescence would have been required for them to flag positive?

Manufacturer narrative:
Investigation summary: plots appeared to be typical negative blood background curves. The bactec system does not have a simple fluorescence threshold to determine positivity, but instead uses multiple different positivity algorithms to detect different curve characteristics of positivity. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false negative's occurred. The following information was provided by the initial reporter: we¿ve had some blood bottles from a trial that the researchers expected to be positive but came off negative. Could you please have a look at the growth curves and tell me what you think of them? Also is there any way of knowing how much fluorescence would have been required for them to flag positive?